Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had black spots on the screen, after it may have fallen. Customer's blood glucose was 237 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.